Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns, guide cath: heartrail 6fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a mildly tortuous, mildly calcified, posterior descending coronary artery procedure, during advancement the 3.5 x 15 mm trek rx balloon dilatation catheter met resistance with the non-abbott guiding catheter. With force, the trek rx advanced to the target lesion and inflated successfully. During removal there was resistance with the non-abbott guide wire, so the guide wire and the trek rx were removed from the anatomy as a single unit. Another non-abbott device was used to complete the procedure. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties were not confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.